Event description:
Bed found in "down" storage. No pt impact reported. Head up function not working.

Manufacturer narrative:
Technician found head up function was not working manually or under power. Battery led was on. Determined problem to be faulty valve guide tube. Replaced the head up valve guide tube to resolve this issue.